Manufacturer narrative:
(B)(4)

Event description:
During a pump refill procedure, they were having difficulty accessing the center port. An inexperienced nurse was conducting the refill and it was questionable if the needle was totally in the reservoir fill port. Post refill, the area around the pump pocket was swollen and "mushy" feeling. When they re-accessed the reservoir they were only able to aspirate 2 cc's so, they believed it was a pocket fill. An x-ray was performed and it showed the pump was not filled; the medication was injected into the subcutaneous tissue rather than the pump. The pt was monitored overnight by walking the pt every two hours: vital signs were also monitored. The pump was filled under fluoroscopy. The outcome of the event was reported as "complete recovery". The serious criteria was reported as "serious". The device system was used to deliver lioresal.